Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient developed a type ia endoleak when the proximal main device lost seal. A second device was place proximally and the event resolved. The physician stated that the cause of the event was anatomy related; specifically, aortic dilatation. No additional clinical sequelae were reported and the patient is fine.